Event description:
It was reported that the tip became stuck in the lesion. A percutaneous coronary intervention was being performed. The 90% stenosed, 20x4.2mm, severely tortuous and severely calcified target lesion was located in the left main coronary artery, along with the mid to distal left anterior descending (lad). This opticross hd imaging catheter was selected for use, during removal the tip became stuck in the mid lad. The device was removed by removing the imaging core and inserting another manufactures guidewire into the outer sheath. The device was completely remove from the patient. Once the device was outside the patient they noticed that the tip had detached on the guidewire. The procedure was completed with the original device. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis with two non boston scientific (bsc) devices. The unit returned without its telescope, as part of the visual revision. A visual inspection revealed the device returned was cut in the proximal section of the sheath assembly and the hub as well as the rotator was not returned. A section of the imaging core returned out of the sheath assembly and some kinks were observed in this section. The tip of the device was detached. Microscopic inspection revealed sheath and imaging core cut was observed. The tip section was detached and torn. The other section of the tip assembly was stuck in one of the non bsc device received. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that the tip became stuck in the lesion. A percutaneous coronary intervention was being performed. The 90% stenosed, 20x4.2mm, severely tortuous and severely calcified target lesion was located in the left main coronary artery, along with the mid to distal left anterior descending (lad). This opticross hd imaging catheter was selected for use, during removal the tip became stuck in the mid lad. The device was removed by removing the imaging core and inserting another manufactures guidewire into the outer sheath. The device was completely remove from the patient. Once the device was outside the patient they noticed that the tip had detached on the guidewire. The procedure was completed with the original device. No further patient complications were reported and the patient status is good.